Manufacturer narrative:
As received, a complete lead was returned in one piece with a stylet inserted. The reported event for a helix mechanism problem was confirmed. Visual inspection of the lead found the helix with partial extension to be clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event for a sensing problem was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for a helix mechanism issue was due to the helix being clogged with blood and an over torqued inner coil at the connector region.

Event description:
During a follow-up in clinic, a low sensing threshold due to dislodgement was noted on the right ventricular (rv) lead. Lead repositioning was attempted but unsuccessful due to unspecified helix rotation difficulty. The event was resolved by explanting and replacing the rv lead. The patient was stable.